Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. On the same day, it was reported that the patient was scheduled to undergo a chest bone biopsy. When the cgm, device alerted for a low cgm reading, a fingerstick was taken and the blood glucose reading was 413 mg/dl. The patient did not experience any symptoms. The patient was treated with an unspecified intravenous injection. The patient did not recall any other readings, but stated that they were observed for a few hours, and then underwent the chest bone biopsy. The patient sent home at 2:00 pm on the same day as was feeling fine. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.